Event description:
Caller indicated the relion prime meter was giving high readings. Customer got meter on (B)(6) 2013 and when she tested she got a reading over 300 so she called her doctor and was told to dose herself. She knows how, but ever since she has been dosing herself based on the meter she has been feeling sick. She has felt dizzy and at times she couldn't get up because she was weak. She would get readings between 300 and 550 and the lowest she has ever had was 227 so she called her doctor and went in on (B)(6) 2013. They did a comparison with doctor¿s meter and she got 127 on other meter and 348 on her prime within a minute. She was told not to use the prime meter until she gets a new one because the one she has is not working properly. She is washing hands and using new lancet. She keeps meter in living room. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.